Event description:
Complainant alleged that during functional testing, the device's one step pacing cable was unable to attach electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.